Event description:
Additional information received reported that previously reported platelet aggregation description was defined further as middle cerebral artery occlusion due to platelet aggregation.

Manufacturer narrative:
B5. Updated with additional information received. H6. Patient code updated to reflect additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported review of the post-procedure CT on (B)(6) 2020, new CT showed evidence of hemorrhagic transformation with an extravasation component and parenchymal hemorrhage in the right sylvian region with no evidence of a significant mass effect or cerebral herniation. There was no evidence suggesting sah or aneurysm rupture. CT on (B)(6) 2020 showed subdural hematoma in the right convexity, no treatment was given. It was thought this could be related to a fall the patient had before the admission at the time of onset of stroke symptoms and probably head trauma. On (B)(6) 2021 (pod18), CT showed hemorrhagic transformation of 11 mm with-in ischemic lesion in the frontal caudal /peri-sylvian region, no edema effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the patient experienced platelet aggregates. This was treated by an intravenous tirofiban bolus. Computer tomography angiography showed that the platelet aggregation had reverted, and the issue was resolved on the day of the procedure. This was assessed to be possibly related to the disease under study and the patient¿s underlying condition/disease, and probably related to the procedure and stent retriever. The adverse event was not the result of a device issue. Additional information received reported that the patient experienced a sudden level of worsening consciousness after extubation. The patient was reintubated, vitamin k was administered, and monitorization was implemented. A head computer tomography without contrast on the day of the procedure showed hyperdensity which was interpreted as a probable hemorrhage, which was confirmed to be contrast extravasation in the infarct area. The issue was recovered/resolved on the day of the procedure. This was assessed to be possibly related to the disease under study and the patient¿s underlying condition/disease, not related to the stent retriever, and probably related to the procedure. The adverse event was not the result of a device issue. It was reported that imaging performed 24 hours post-procedure showed right temporal hyperdensity: contrast retention vs hemorrhagic transformation. The patient's national institutes of health stroke scale (nihss) was noted to be 13 with a baseline nihss of 9.